Event description:
Patient being tested for covid-19. Respiratory therapist, unit director and bedside rn at bedside to help. Patient swabbed without moving and part of swab broke off inside patients nostril. Attempts to retrieve the swab were unsuccessful. Dr called and ent was consulted. Ent came to bedside to scope patient; 2mg versed given for sedation to scope patient. Scope successful but unable to locate swab. Chest xray ordered to confirm if swab is in patient's lung. Patients vital signs stable, in no distress and on room air sats in mid 90s. FDA safety report ID# (B)(4).